Event description:
It was reported that the pump's usb port was damaged resulting in difficulties in charging the pump and shut down. The customer visited the emergency room and was hospitalized with a blood glucose level of 873 mg/dl and ketones that were identified as dangerous by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.